Event description:
It was reported the patient presented post-implant procedure. While in the recovery room, the patient's blood pressure dropped. A cardiac ultrasound confirmed a pericardial effusion caused by the ventricular leadless pacemaker (lp). Pericardiocentesis was performed. The patient was in stable condition.